Event description:
After the patient has completed infusion through the indwelling needle, it is planned to use a prefilled catheter irrigator to flush the indwelling needle. After opening the packaging box, I found that the core rod of the prefilled catheter irrigator had completely detached and could not be used normally. I had to replace the prefilled catheter irrigator and use it normally.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0413 - material separation.

Manufacturer narrative:
(B)(4). Follow up a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2315323. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative

Event description:
(B)(4). No additional information received after the patient has completed infusion through the indwelling needle, it is planned to use a prefilled catheter irrigator to flush the indwelling needle. After opening the packaging box, I found that the core rod of the prefilled catheter irrigator had completely detached and could not be used normally. I had to replace the prefilled catheter irrigator and use it normally.